Event description:
The manufacturer service technician reported that the device flaked while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Additional information added for d4, d10, h3, h4. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the device flaked while it was being serviced at the user facility. There were no adverse consequences related to this event.